Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on his insulin pump during a basal delivery. The customer stated the insulin pump was not bumped, dropped, or exposed to moisture. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 252 mg/dl, which the customer stated he would treat with manual injection. Nothing further was reported.